Event description:
Baxter global affiliate reported patient (pt) receiving hemodialysis on the meridian device. Healthcare professional (hcp) reported during treatment, pt experienced a cardiac-respiratory arrest. No further details regarding this event are available at this time.

Event description:
Baxter global affiliate reported pt (pt) receiving hemodialysis on the meridian device with the following parameters: dialyzer: ca 50, blood flow rate: 150 mls, dialysate flowrate: 350mls, ultrafiltrate (uf) to be removed 1500mls. Healthcare professional (hcp) reported treatment was suspended 40 minutes prior to end of treatment because the displayed uf removed in 150 minutes was only 180 cc's. At this time, hcp saw that the meridian device was in the isolate mode. The clinical coordinator reported in the operator's log there was an uf failure (fl01), but the operator stated she never noticed the alarm. Physician was notified when the pt's condition deteriorated. Physician ordered hemodialysis to be restarted on a different device with the following parameters: dialyzer ca 70, blood flow rate: 180-200 mls, dialysate flowrate: 500 mls, uf to be removed 1500 mls in 3 hrs and 10 minutes. Approximately 55 minutes after hemodialysis was reinitiated, pt's blood pressure dropped and pt exhibited long apnea periods. Pt was intubated and received oxygen "plus other maneuvers and stabilizes". The blood lines were changed at this point and the treatment was reprogrammed to remove 1000 mls in 90 minutes with the other parameters remaining the same. Pt was sedated with diazepam at this point. Forty minutes later, with physician at the bedside, pt extubates self. Approximately 30 minutes later, pt's blood pressure was 205/114, pulse 90 and pt exhibited respiratory problems. Pt was reintubated, one minute later no blood pressure was detected by the meridian device and the blood turned dark red. Pt went into cardiac-respiratory arrest. Cause of death: acute pulmonary edema. Facility continued to use this device and no further events were reported.